Event description:
Boston scientific received information that the patient with this device system endured ventricular tachycardia (vt) at a rate of approximately 200bpm. The tachycardia pacing did not convert the arrhythmia and the rhythm degenerated to ventricular fibrillation (vf), resulting in a delivered shock. At this point, the patient was declared to be unconscious and had no recollection of the device providing therapy. The patient was seen by the physician, who increased prescribed medication and to obtain a ventricular natriuretic peptide (bnp), along with an electrocardiogram. Additionally, adjustments were made to the device to the timing of tachy pacing and shocks.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.